Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hernia repair. Event description: report from the sales rep, it could not cut a tissue in the beginning of the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. It looked like there was a scratch on the tip of the blade. (Pic.1) the units will be returned to amr for further evaluation. Products available for return: 1 package, 1 scissors. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure performed: hernia repair event description: [name] hospital report from the sales rep: it could not cut a tissue in the beginning of the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. It looked like there was a scratch on the tip of the blade. (Pic.1) the units will be returned to amr for further evaluation. Products available for return: 1 package, 1 scissors type of intervention: the case was completed with the new one. Patient status: no patient injury.